Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. Prior to the event, the customer had given three corrections for high blood glucose levels, which led to a blood glucose reading of 34 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.